Event description:
It was reported that at implant, the physician noticed the seal of the lead packaging was loose, and feared that the sterility may have been compromised. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4) no anomalies were found; full lead was returned and analyzed. The lead was not in the packaging at the time of the analysis.